Event description:
The customer reported that the ma dosage was too high. There was a missing secondary filter on the collimator.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the filter and adjusted system settings. Using a radiation monitor, he measured the standard fluoro at 8.37 r/min and boost at 17.91 r/min. System operating within regulatory limits.